Event description:
The customer's wife reported via phone call that customer had experienced low blood glucose. The wife explained that the paramedics had been called to the house on (B)(6) 2015 when the customer's blood glucose was 29 mg/dl as well as on (B)(6) 2015 with a blood glucose of 40 mg/dl. The wife explained that the customer experienced low blood glucose after dinner. While troubleshooting, the customer stated that the drive support cap appeared normal. The customer's wife was aware of any significant events leading to the incident nor was she sure of the cause of the low blood glucose. The customer's wife stated that the customer had a doctor's appointment set up. The customer's wife stated that they would call back later in order to continue troubleshooting. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.